Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charger was damaged during travel and became nonfunctional, described as smushed and not lighting when attempting to charge, and a replacement charging pad was shipped. Symptoms included no reported adverse events. Outcomes included no clinical impact. Investigation included a review of the reported device behavior and logistics for replacement. Investigation of this case revealed a physical damage-related failure of the charger leading to failure to charge. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage during use outside normal handling conditions.